Event description:
It was reported to philips by a customer that the unit had ¿check vent: backup alarm failed" error when they were performing a pre-use check outside of clinical use at the hospital. The unit kept operating at the time of the event. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The cpu board was returned for analysis. The reported failure was not duplicated. Previous investigations determined that ls1s built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound.

Manufacturer narrative:
The reported phenomenon was not duplicated; however, the event log revealed that "check vent: backup alarm failed" (diagnosis code 1104) had occurred. No other anomaly was observed. The cpu board was replaced preventively. Overall checking, cleaning, run testing, and a function test were performed.